Manufacturer narrative:
The equipment used during the donation was not available for evaluation. There are no nonconformances against the device serial number and no capas related to this complaint. A review of the DHR shows no issues during manufacturing and all testing passed. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor death was related to the device or disposables used during the plasmapheresis procedure.

Event description:
This report is being submitted to align with customer reporting requirements. The use of the haemonetics medical device in the donation procedure is not suspected to have resulted in the adverse outcome of the donor. On august 8, 2024, customer made haemonetics aware that a 44-year-old male donor passed away on (B)(6) 2024 from an unknown cause as reported by a friend and confirmed with obituary. Death occurred off-site from the donation center. Customer has no information from the attending physician, surgeon, hospital representative or health care professional regarding the event. It is unknown if an autopsy was performed. Donor's last donation occurred on (B)(6) 2024 with no reported adverse event, or issue with the equipment/disposables used in the procedure.